Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Concomitant device reported: dhs®/dcs® impactor (part # 338.28, lot # unknown, quantity 1) therapy date: (B)(6) 2017. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an dynamic hip screw procedure took place on (B)(6) 2017. During the procedure, the plastic hook (the tip for the dhs/dcs impactor) on a dynamic hip screw (dhs) impactor broke. It was unknown how the rest of the procedure was completed. It was unknown if there is any surgical time delay. Patient status is unknown. It was reported that the procedure was successfully completed with no harm to the patient. The plastic, broken dhs/dcs impactor tip will be returned for investigation. The metal dhs/dch impactor was returned to the field equipment set as there is no allegation against the concomitant piece. This complaint involves 1 part. Concomitant device reported: dhs®/dcs® impactor (part # 338.28, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was performed. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Visual inspection and drawing review were performed as part of this investigation. The returned item is a tip for dhs®/dcs® impactor (p/n 338.26). The device was received in a broken threaded adapter part broken and separated from the tip. All the fragments were returned. From the device¿s single piece design with no dowel pin, it was deemed that the device was manufactured before oct 1997. Device shows lot of wear and tear at the tip. Device lot number is unknown. The exact manufacturing date for the device is unknown. From the device¿s single piece design with no dowel pin, it was deemed that the device was manufactured before oct 1997. Relevant tip for dhs/dcs impactor drawings were reviewed. The returned device was found to be manufactured per relevant drawing. No drawing issues or discrepancies were noted. Later revisions of the device (rev c onwards) introduced a dowel pin to strengthen tip-adapter assembly. Hence, suitable changes were made in the device design to strengthen the device design. DHR review for the device could not be performed due to lot number being unknown. Hence, the manufacturing date of the device could not be determined. The dhs/dcs impactor tip is made up of radel r4300 material. There is no hardness related requirement specified in any of the relevant drawings or sub-component drawings. Hence for the returned device, the material hardness check was deemed as not required. Device shows lot of wear and tear at the tip and hence was implemented in the service numerous times. The device is very old (manufactured before oct 1997) and have undergone a considerable cumulative wear during its service period. There is no indication that material would have contributed to this complaint. Hence, material check is not applicable at this time. The complaint device is approx. 19+ years old. The device breakage is most probably an outcome of cumulative wear of the device during repeated usage over such a long service period. Device shows lot of wear and tear at the tip. The device breakage is not an outcome of the material of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip for the dhs/dcs (dynamic hip screw) is a plastic piece that attaches to the metal impactor (part # 338.28) and the tip is broken in two pieces where the threaded portion is cleanly sheared off the body of the tip.